Manufacturer narrative:
(B)(4). The t:slim g4 system is being reported under 3004753838-2017-21590.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, loss of connection between the transmitter and both the insulin pump system and the continuous glucose monitoring system(cgm) occurred. No additional patient or event information is available.